Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulty occurred. The 99% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. The lesion was 24mm in length and the vessel diameter was 3mm. Ratio of contrast medium and saline was 1:1. During post dilatation with a nc quantum apex mr 12mm x 3.00mm balloon catheter the physician had difficulty deflating the balloon during the second inflation. He applied negative pressure for three minutes and was able to successfully deflate the balloon. The patient had st segment elevation during the deflation issue, however, the current condition of the patient is fine. The procedure was completed with a different device. No other patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulty occurred. The 99% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. The lesion was 24mm in length and the vessel diameter was 3mm. Ratio of contrast medium and saline was 1:1. During post dilatation with a nc quantum apex mr 12mm x 3.00mm balloon catheter the physician had difficulty deflating the balloon during the second inflation. He applied negative pressure for three minutes and was able to successfully deflate the balloon. The patient had st segment elevation during the deflation issue, however, the current condition of the patient is fine. The procedure was completed with a different device. No other patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon was received in a deflated state. Dried contrast was visible in the balloon and wire lumen. The shaft was buckled adjacent to the proximal balloon bond. The inner shaft was flattened within the balloon and near the proximal balloon bond. There was no evidence of any proximal bond anomalies or distal outer neckdown. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with a 73ml/20ml ratio of water/glycerol solution was used to pressurize the balloon to rated burst pressure (rbp) of 20atm for 5 minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated in 12 seconds. Functional testing of inflation and deflation performance revealed no evidence of the alleged inflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).